Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify no button response due to blank display. The insulin pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was unknown. The customer stated there is fluid under the lcd screen, after moisture exposure. Now the buttons are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.